Event description:
It was reported that during a thoracotomy procedure, the first firing of the device was fine. The device was reloaded with a white cartridge and fired across the pulmonary vessel. The device started the firing sequence and then stopped. As it was removed, the blade nicked the pulmonary vein. The patient lost 1200 cc of blood. The patient is currently okay. (B)(6). Additional followup: the surgeon believed he nicked the vessel while removing the device, the patient required a blood transfusion and is now doing fine.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the device misfired on the initial firing. The staples did not form. A new device was used to complete the procedure. There was no patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received in good visual condition and with a (B)(4) reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.